Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), elective abortion (2), therapeutic abortion (1) and ectopic pregnancy (1). In 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), syncope ("repeated syncopal loss of consciousness"), drug hypersensitivity ("allergic reactions to chlorhexidine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via laparoscopic ovary-sparing hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, syncope, drug hypersensitivity, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for drug hypersensitivity, fatigue, menorrhagia, syncope and weight increased with essure. The reporter commented: essure was inserted in 2016 (exact date unknown) the removal was performed at the patient's request and due to adverse events (repeated syncopal loss of consciousness (neurological and cardiological work-ups normal), menorrhagia, fatigue, weight loss). It was unknown to reporter whether essure contributed to the onset of the event(s). Essure sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Cardiovascular evaluation - on an unknown date: normal. Neurological examination - on an unknown date: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 ), elective abortion (2), therapeutic abortion (1) and ectopic pregnancy (1). In 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), syncope ("repeated syncopal loss of consciousness"), drug hypersensitivity ("allergic reactions to chlorhexidine") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via laparoscopic ovary-sparing hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, syncope, drug hypersensitivity, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for drug hypersensitivity, fatigue, menorrhagia, syncope and weight increased with essure. The reporter commented: essure was inserted in 2016 (exact date unknown) the removal was performed at the patient's request and due to adverse events (repeated syncopal loss of consciousness, menorrhagia, fatigue, weight loss). It was unknown to reporter whether essure contributed to the onset of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Cardiovascular evaluation - on an unknown date: normal. Neurological examination - on an unknown date: normal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.